Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral off-label tpvr in a previously implanted in a non-edwards surgical valve. As reported, the patient had a failed calcified 25mm non-edwards surgical valvein the pulmonic position. The team pre-dilated with 22mm vida balloon. A 23mm sapien 3 ultra resilia valve was deployed and the delivery system balloon ruptured upon deployment. The delivery system was removed through the 26 fr. Dry-seal sheath. Post-dilation with 22mm vida balloon was performed. Ice images showed a stuck posterior leaflet of the sapien 3 ultra resilia valve. Further post-dilation with a 24mm vida did not result in restoring function of posterior leaflet. The decision made to place a covered stent to protect delivery balloon from further rupture and prepare a new 23mm s3ur. The second 23mm s3ur was deployed without incident. The patient tolerated the procedure well and did not exhibit any signs of injury.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
Supplemental report submitted to include article received related to this event. "Acute structural valve failure: importance of intracardiac echocardiography during transcatheter pulmonary valve replacement", by abhay divekar md e.t. Al. Published in the journal of the society for cardiovascular angiography & interventions. Https://doi.org/10.1016/j.jscai.2025.102624.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the complaint of the balloon burst was confirmed based on the customer provided imagery. Available information suggests calcification likely contributed to the event as calcification was observed in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.